Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump's buttons failed. The customer fell. Customer's blood glucose level was 64 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm due to flattened button dome switch. Insulin pump received with minor scratched display window and cracked reservoir tube lip.